Manufacturer narrative:
During the repair of the battery pins and rear case, it was observed that the device had a broken therapy connector cable. The therapy connector cable was replaced to resolve the issue.

Event description:
The customer contacted stryker to report that their device would unexpectedly reset while moving. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would unexpectedly reset while moving. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing rear case and battery pins and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.